Event description:
Name of procedure: lap chole. Event description: from the account manager: unkown - will follow-up a.s.a.p. Additional information received from an applied medical representative via email on 24jul25: clips didn't launch. The event date was (B)(6)2025. The procedure was a lap chole. The lot number was 1543799. Additional information received from an applied medical representative via email on 24jul25: patient injury: no. Patient status: patient is ok. Resolved the situation by: they used a new device. Event date: (B)(6). Concomitant device: a reusable grasper, trocars and a lap. Camera was a clip loaded into the jaws? Yes. If the clip was loaded and visible between the jaws of the device, was it properly seated? Yes. What model/size trocar was used? 5mm trocar. Could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? Yes, no resistance was noticed. Was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? Yes. Intervention: they used a new device. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Name of procedure: lap chole event description: from the account manager: unknown - will follow-up a.s.a.p. Additional information received from an applied medical representative via email on 24jul25: clips didn't launch. The event date was 14jul2025. The procedure was a lap chole. The lot number was 1543799. Additional information received from an applied medical representative via email on 24jul25: patient injury: no patient status: patient is ok resolved the situation by: they used a new device. Event date: july 14th concomitant device: a reusable grasper, trocars and a lap. Camera was a clip loaded into the jaws? Yes if the clip was loaded and visible between the jaws of the device, was it properly seated? Yes what model/size trocar was used? 5mm trocar could the trigger be easily and completely actuated? Or was there resistance in trigger actuation? Yes, no resistance was noticed. Was the actuation completed by fully squeezing the trigger ¿plastic to plastic¿ and allowing the instrument to rest? Yes intervention: they used a new device. Patient status: patient is ok.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.